Event description:
Per the audiologist, the electrode array folded back on itself during the initial surgery. The patient's device will be explanted 2007, and a new device will be reimplanted during the same surgery.

Manufacturer narrative:
This is a final report. Labeling - this type of event is addressed in the device labeling.